Manufacturer narrative:
The customer was unable to provide the sample. Trending was done. During the product development phase, all materials used for the gown were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. However, no test or series of tests can guarantee that a particular item will be compatible with all users. We will continue to monitor for complaints of this nature.

Event description:
Two individuals experienced severe forearm break-outs and skin irritation after wearing the gown (catalog # 9011) in the laparotomy pack. One individual ( a surgeon), needed prescriptive steroid ointment. The other individual (or tech) did not require medical treatment.